Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 05/11/2017-device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the pump black box data showed no evidence of power issues. The data from the event had been overwritten in the black box due to continued use of the pump. During a visual inspection of the pump, the battery compartment was found to be cracked. No damage was found to the battery cap. The returned battery cap secured properly to the pump with no power loss was observed. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to the power circuit. The complaint of a no power issue was not duplicated or confirmed during investigation. Unrelated to the complaint, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 02/22/2017 - correction to serial #.